Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl; cause was unknown. A high carbohydrate meal was consumed to treat bg level. System check was performed with tandem technical support which verified that the pump was functioning as intended. Recommendations was made to consult with healthcare provider regarding diabetes management.